Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process.

Event description:
A division director reported that during an explore laparotomy operation on (B)(6) 2017, while using a jarit carb-bite debakey needle holder multiuse during this case, a small piece of metal broke off into the abdomen. Prior to closure, an abdominal x-ray was performed and read immediately by a radiologist. Findings were post-surgical changes without radiopaque foreign body. No harm to the patient. Instrument taken out of use. Additional information requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification. The small piece of broken metal was retrieved by the surgeon from the patient's abdomen.